Manufacturer narrative:
Device received with cracked display window corners noted. The test reservoir p-cap was able to lock in place. Device received with blank display. Problem was isolated to the interface board. Unable to perform displacement test, self test, stop current test and run current test due to blank display.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by mectronic indicated that the insulin pump had a blank display. The insulin pump also had a crack that went in the casing from top corner. Customer stated the display was not blank less than 30 seconds and did not return. Customer stated the contacts on the battery cap were neither missing nor damaged. Customer stated battery compartment was neither damaged nor corroded. Customer stated the spring was neither damaged nor corroded. The display did not return after restart. The insulin pump was not exposed to moisture. The insulin pump will be returned for analysis.